Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacture date of this device could not be definitively determined, as the serial/lot number could not be fully identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the distal end cover being used without being properly attached and dropped off due to the load during the case. Since it is difficult to visually detect the state of attachment of this product, it is feasible that the description in the previous instructions for use (IFU) was insufficient. Detailed instructions and notes on how to inspect and attach the distal cover have been added to sections 9.3 and 9.4 of the IFU. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use distal cover was dislodged and unretained. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.